Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 122 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was not verified; however, an additional issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.